Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the placement on the rectum could not be done and the instrument has closed itself due to the limited space during a laparoscopic deep anterior rectal resection, the surgeon was able to press the green button, unable to squeeze the handle and the stapler did not fire. Another instrument was used to complete the case. The surgical time was extended by 30 minutes or more due to the product problem. There was no patient injury.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative device reload and applied to test media. All staples were placed and the test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.